Event description:
The technician alleged that the stretcher would roll when the brakes were set. No pt impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.